Event description:
Defective air sensor. Device history record was reviewed, no issue has been found. Device history log of volumat mc agilia us ((B)(4)) was reviewed, multiple air alarms and air sensor errors have been found. No technical errors recorded. Issue reported by the customer could not be reproduced by the technical service team. Several tests were performed in presence and absence of air. All results were within specifications. However, during control quality checks, air sensor could not be calibrated. This part was replaced to resolve the issue. The device was cleaned and tested post repair per quality control checklist and reportedly functioned as intended and was released for further use. A CAPA was initiated for this issue.

Event description:
Defective air sensor.